Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain and discomfort, which warranted outpatient antibiotic therapy. The pdrn stated the cause of the peritonitis is unknown; therefore, causality cannot be established. However, the presentation of the abdominal pain, discomfort and peritonitis coincide with the fluid leak event(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, the liberty select cycler and liberty cycler set cannot be excluded from having a possible causal or contributory role in the events. Due to the lack of established causality, culture results and proximity of events, there is insufficient evidence to disassociate the liberty select cycler or liberty cycler set from the events. Furthermore, the patient¿s liberty cycler set was not returned to the manufacturer for evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed abdominal discomfort and was scheduled to have antibiotics prior to hospital admission due to a possible infection. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain (previously documented as discomfort). A peritoneal effluent fluid culture was obtained and was negative for growth; however, a cell count revealed an elevated white blood cell (wbc) count of 460 u/l. The patient was treated as an outpatient (never hospitalized) with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), and is recovering from the events. Per the pdrn, the cause of the peritonitis is unknown, however it coincides with the reported fluid leaks. The patient is recovering from the events and has resumed ccpd for rrt utilizing the replacement cycler.

Manufacturer narrative:
Correction: b5 MFR reference added for fluid leak.

Event description:
It was reported that a peritoneal dialysis (pd) patient developed abdominal discomfort and was scheduled to have antibiotics prior to hospital admission due to a possible infection. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home dialysis clinic on (B)(6) 2020 with abdominal pain (previously documented as discomfort). A peritoneal effluent fluid culture was obtained and was negative for growth; however, a cell count revealed an elevated white blood cell (wbc) count of 460 u/l. The patient was treated as an outpatient (never hospitalized) with intraperitoneal (ip) vancomycin and ceftazidime (doses, frequency, duration not provided), and is recovering from the events. Per the pdrn, the cause of the peritonitis is unknown, however it coincides with the reported fluid leak reported in MFR report number 8030665-2020-00156. The patient is recovering from the events and has resumed ccpd for rrt utilizing the replacement cycler.

Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a patient sensor calibration check. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The cycler tested positive for glucose. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.